Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-45 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that shortly after implant there were two paroxysmal r wave undersensing episodes within 24 hours. On x-ray it was noted that the right ventricular (rv) lead had pulled back and there was less slack. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.